Manufacturer narrative:
The following other devices were also listed in this report: trident psl with purefix ha 62mm; cat# 542-11-62h; lot# 93259802. A 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# 98998103. Acetabular dome hole plug; cat# 2060-0000-1; lot# 98893703. 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# 98128404. Accolade plus tmzf hip stem #4; cat# 6021-0435; lot# 6090204. 28mm 0mm v40 alumina head; cat# 6260-7-128; lot# 4922402. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding infection involving a trident 0° crossfire insert 28 mm ID was reported. The event was not confirmed. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: a complaint history review confirmed no other similar events for the reported lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that right hip components were explanted due to infection.

Event description:
It was reported that right hip components were explanted due to infection.